Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with a pulse generator past it's use by date. The device had come from the hospital's inventory. The patient has not experienced any symptoms or complications as a result of the event thus far. On (B)(6) 2018, the asymptomatic patient presented in clinic for a follow-up and the device exhibited normal function. The device would continue to be monitored.